Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed the sensor experienced an electronic component failure due to led malfunction. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report updated to 28 march 2024 d9 device available for evaluation? Yes, device received on 01 feb 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.